Event description:
It was reported the ez45g was used during a lung volume reduction. It was reported the device was closed on the lung and fired. The device handles locked down and would not release. A new ez45 was opened to complete the case. There was no consequence to the patient. 09/16/97 it was reported gortex buttressing material was used. This occurred on the first firing of the device. Another ez45 was opened to complete the case.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, fired; cartridge condition, 1/2 fired; cartridge return batch number, j00m6x. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good; test cartridge batch #, n/a; was instrument cycled, no. Analysis conclusion: based on the info rec'd and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.